Event description:
Patient in hospital as outpatient for same day surgery ercp procedure. In process of procedure a pancreatic stent came out of the scope being used that did not belong to that procedure. Stent being sent to pathology. Records investigated as to the last patient that particular scope was used for. Post procedure processing per protocol. This report generated.